Event description:
The pt reported erratic blood glucose readings over the last 4 days from 40 to 300 mg/dl with her normal reading being 120 mg/dl. She stated she now has moisture in her insulin infusion device cartridge compartment and is concerned the insulin cartridges are leaking. She said she has also experienced air bubbles. During troubleshooting, the pt stated she uses the insulin cartridges for 10 days. She was advised to use them for 6 days as recommended. The pt stated she changed the adapter on her infusion device on 10/31/2007 for the first time since midsummer. She was advised it is recommended to change the adapter every 10th cartridge change. She stated she does not allow her insulin to reach room temperature before using. She was advised to do so. The proper procedure for changing and inserting a cartridge was reviewed with the pt. Pt was advised to switch to her backup infusion device, turn her primary device upside down and let it dry out completely. The pt was sent replacement cartridges. On follow up, the pt stated she let the primary device dry out completely and is now back on it. She stated she has not received the new cartridges but she has had no further issues with her cartridges or with leaking since she switched back to her primary device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.